Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed. (B)(4).

Event description:
Product #: (B)(4). Presumed lot# is 901206 or 906529 or 908730. After priming, air got inside of syringe area and the syringe detached from the elbow part. No excessive pressure applied during priming and aspirating. No harm to the pt.